Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had difficulty seeing the characters on the screen. The customer had fell from a scooter while wearing the insulin pump. The device was not scratched but the screen displayed white lines that made it difficult to see. The customer¿s blood glucose level was 6.4 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device received with partial white and gray display due to cracked lcd glass. Unable to perform displacement test and self test due to lcd physical damage.